Event description:
It was reported that an unspecified issue occurred (product was defective and did not deploy) with three proglide devices relative to an unspecified procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated, the additional proglide devices referenced in b5 are being filed under separate manufacturer report numbers.